Event description:
It was reported to philips that the battery for the unit was faulty and in need of replacement. There was no patient involvement.

Manufacturer narrative:
The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty battery. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the battery. The battery was replaced. And the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the battery for the unit was faulty and in need of replacement. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.